Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative and health care provider (hcp) reported that a power on reset (por) error code was displayed. The patient had a radiation treatment on (B)(6) 2015 and since the treatment they had a sudden worsening of tremor and the por was displayed. The patient's therapy had stopped. The por was not able to be cleared with the patient programmer. The hcp reported they may meet with the patient on the day of this report to clear the por. No falls or traumas were reported. On (B)(6) 2016, the patient reported the por was cleared by the manufacturing representative and hcp. The patient wanted to know if the por was related to their radiation therapy.

Event description:
Additional information received from a manufacturing representative reported the cause of the power on reset (por) was the radiation treatment. The patient's health care provider (hcp) was able to clear the por, which restored therapy and tremor control.